Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set appeared to be leaking from the cap. While infusing ciclosporine through a central line, the ciclosporine syringe line started leaking from the cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device was not available; however, three (03) photographs of the sample were provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the leak. The reported condition was not verified in the photos. Should additional relevant information become available, a supplemental report will be submitted.